Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a pulse generator fault code and was found to be in safety mode. Tones were unable to be generated with the application of a magnet. There is concern that the high voltage lead contributed to the device failure.